Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, tps flex, sockets and the sag head. The boot was worn.

Event description:
It was reported that the micro sagittal saw ran without user activation. No further information was available upon follow-up, but there was no patient or user adverse consequences reported.